Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard gray 16ga x 1.16in catheter tip was broken. This occurred on 2 occasions before use. The following information was provided by the initial reporter: safety catheter no. 16 is received and the tip is broken when opening, not allowing its use. In total, two catheters with the same defect were identified.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs. During the visual examination, no defects to the catheter tubing or needle tip were observed. The photos provided for this incident were out of focus and did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that insyte autoguard gray 16ga x 1.16in catheter tip was broken. This occurred on 2 occasions before use. The following information was provided by the initial reporter: safety catheter no. 16 is received and the tip is broken when opening, not allowing its use. In total, two catheters with the same defect were identified.